Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device entered disconnected mode, preventing nursing staff from retrieving medications. The devices automatically activated critical override, but the loss of communication with the pyxis servers prevented normal operation. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted into the station to check the synchronization status and confirmed that all uploads and downloads were current with no errors found, requested that the customer verify functionality on their end and provide an update. The customer later informed that the stations had experienced only temporary issues that resolved themselves within approximately 30 minutes, and they approved the case for closure. The system functioned as intended after the technical support specialist investigated the issue.